Manufacturer narrative:
As of today, no additional information is available. When additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) underwent an invasive surgical procedure to implant an epicardial left ventricular (lv) lead. The local field representative (fr) reported that post-operatively the system checked out normally. The following day, the patient had an episode of ventricular fibrillation (vf). The vf was fine in nature, resulting in undersensing by the device. The patient coded and the device did not deliver a shock for the vf. The patient was shocked externally without conversion of the vf. While the patient was coding, the device was reprogrammed to increase sensitivity, however, the device continued to undersense the vf. Subsequently the patient passed away. The local fr sent in a disk for analysis. A technical services (ts) consultant reviewed the disk and confirmed the clinical observation. The ts consultant also noted that many of the undersensed events occurred after a large amplitude signal, which were then followed by very small artifact. The device was buried with the patient and will not be returned for analysis.